Event description:
Pt of dr (B) (6) in progress of ercp procedure. She used a cook guide wire rr 18-480, in which it broke off while in use in the pt. She was able to retrieve it with a snare and remove it. No harm occurred to the pt.